Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Representative reported intermittent undersensing, oversensing, and what appears to be noise on recordings transmitted to home monitoring. Lead evaluation in office was recommended. Lead remains implanted. No adverse patient events reported. Should additional information become available, it will be added to this file.